Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 425 mg/dl. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, trouble shooting to help determine the cause of the occlusion could not be performed.